Event description:
It was reported that, when the healthcare provider (hcp) tried to connect the collete, the collete end came off and fell of the field. It was also stated that the collete broke apart when the hcp was putting the catheter in, when she tried to close it. A new one from the revision kit was used. There was no patient injury. The device system was used to deliver lioresal. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID ne u_unknown, lot # unknown, product type unknown. (B)(4).